Event description:
Nurse reported a system 1000 hemodialysis device shut down during a pt treatment without any alarms. Two hours into the fourth treatment, the device shut down. The device was restarted and the treatment was continued without any problems. There was no pt injury or medical intervention associated with this incident.